Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 9.5 mmol/l and hi (greater than 33.1 mmol/l). No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.